Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 22.5cm distal to the strain relief. Both sections of the hypotube shaft were kinked. No issues were noted with the profile of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.

Event description:
It was reported that upon preparation for a stenting procedure, shaft break occurred. A 2.50x8mm promus element plus stent delivery system (sds) was prepared for the procedure. Upon set up and taking the device out from the hoop, the physician noticed there was a break in the shaft of the catheter. The procedure was completed with a different device. Nothing has entered the patient's body. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that upon preparation for a stenting procedure, shaft break occurred. A 2.50x8mm promus element plus stent delivery system (sds) was prepared for the procedure. Upon set up and taking the device out from the hoop, the physician noticed there was a break in the shaft of the catheter. The procedure was completed with a different device. Nothing has entered the patient's body. No patient complications were reported and the patient's status is fine.